Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 41 mg/dl. The customer also reported that they had high blood glucose level 305 mg/dl and it was treated with insulin pump. The customer reported that the insulin pump received change sensor alarm and sensor updating alarm. The customer declined troubleshooting for low blood glucose level as the customer had meeting with the diabetes educator. The sensor will be returned for analysis.